Manufacturer narrative:
Device sample not received by MFR. DHR investigation did not show issues related to complaint. A visual and functional investigation could not be performed since no device was not returned for investigation. Complaint can not be confirmed since the sample was not available. For investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.

Event description:
Complaint alleges: the skin stapler did not work. System was jammed. No reported pt injury.